Manufacturer narrative:
Additional narrative: patient weight not available for reporting. 510(k): report is for one (1) unknown 3.5mm low profile cortex screw. Original implant date was (B)(6) 2015; exact date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for a hardware removal procedure on (B)(6) 2015 for a medial column fusion of the right foot. It was during a follow-up appointment that it was noted that two (2) screws (one (1) unknown 3.5mm low profile cortex screw and one (1) unknown 3.5mm variable angle (va) locking screw) were backing out. (X-rays were taken on an unknown date). The patient felt no pain. Hardware removal was planned due to issue with the two screws. Both screws were removed, and the plate remained implanted with original screws intact. No other devices were implanted. Revision was successfully completed. Original implant date was (B)(6) 2015. No surgical time delay. Patient status outcome is fine. This report is for one (1) unknown 3.5mm low profile cortex screw. This is report 1 of 2 for (B)(4).